Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had the first implant replaced due to normal depletion, since then the therapy was not helping, they had so many problems with bladder control and they were going in to their healthcare provider for reprogramming all of the time. Due to all these problems they got a whole new system in 2018.